Event description:
A us distributor contacted zoll to report that a (B)(6) pt passed away on (B)(6) 2015 at 1:10 pm at the hosp from cardiogenic shock and was not wearing the lifevest at the time of passing. More than two weeks prior on (B)(6) 2015, the pt received four treatment defibrillations in response to atrial flutter with rapid ventricular response and aberrancy at 182 bpm, 192 bpm, 212 bpm, and 179 bpm. Rapid atrial flutter contributed to the false detections. The post shock rhythm of all four treatments was atrial flutter with a rapid ventricular response and aberrancy. The pt was in a clinic and conscious at the time of treatment. The pt remained in the clinic following the treatment and continued wearing the lifevest. The pt received a replacement unit and continued to wear the lifevest until (B)(6) 2015. The pt passed away on (B)(6) 2015. The pt was not wearing the lifevest at the time of passing. There is no indication that the defibrillations contributed to the pt death.

Manufacturer narrative:
There is no indication that the defibrillation events on (B)(6) 2015 contributed to the pt death. The pt passed away on (B)(6) 2015 of cardiogenic shock and was not wearing the lifevest. Device eval was accomplished through a review of the pt's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Device MFR date and usage of device: monitor (B)(4): 05/01/2011 - reuse; electrode belt (B)(4): 05/01/2014 - reuse.